Event description:
Caller states the pt tested 1.8 inr on coaguchek xs system 1 and 2.3 inr on coaguchek system 2 during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device in coaguchek xs system 1. Reference medwatch report with pt identifier (B) (6) for suspect device in coaguchek xs system 2.